Event description:
Download data from a (B)(6) male pt revealed a service code 205. Zoll customer support contacted the pt and issued him a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 205) was confirmed. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to flash memory components u102 and u105 on computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.